Event description:
The ablation system was used in conjunction with another co's 5000 ep lab system (to include the piib pt interface and all associated cabling, electrodes and ancillary equipment) and pediatric electrodes. Following ablation procedures, burns were observed on the right legs of five pts. Four of the burns were reported to be minor (first degree). One burn was reported to be a second degree burn. Topical ointment was applied to the site of each burn. No further intervention was required. No malfuncton of co's equipment was observed during the ablation procedures.